Event description:
A patient (age and gender unknown) underwent a therapeutic egd procedure for treatment. When the hemostatic clipping device was utilized to grasp tissue in the sigmoid, the clip would not released from the device. The clinician tugged on the catheter to attempt release. The clip was pulled off the lesion. The pull remove the clip did not result in any additional tissue damage or bleeding to the site. A second clip was utilized successful. There was no report of death, serious injury or mistreated associated with this event. The procedure was successful. The patient condition is listed as fine.